Event description:
Patient revised due to loosening of the hinge pin/yoke, osteolysis, and polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is not-verifiable, a previous investigation found the metal ulnar bearing component to have a minimal chamfer that may lead to premature polyethylene wear at certain points on the polyethylene sleeve. The premature wear may cause the polyethylene to fail, which in turn can lead to the potential for the locking pin to diassociate from the elbow assembly. A voluntary recall for the metal ulnar bearing components was initiated in 2005. Based on a business decision to discontinue this elbow system, a voluntary market withdrawal was initiated for the other product codes of the acclaim elbow system. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.